Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image present when the returned device was tested with olympus, model series 180 scopes, due to a printed circuit board failure. In addition, a sticky main switch was found. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the device produced an image with lines of green, purple and white within a hexagon shape and the background was black. Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted due to no image present. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set (ap and dr boards)/printed circuit board could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.